Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 6 days after the sensor had been inserted in the abdomen. The patient uses insulet omnipod5 in hybrid closed loop. According to the patient, on (B)(6) 2025, while laying in bed, he felt tired. The cgm was giving him an alarm that his blood sugar was high. When he checked it with a glucometer his reading was 147 mg/dl and the dexcom said it was 270 mg/dl. His wife called an ambulance about 12:30pm and they arrived at their house after 5 mins. The paramedics checked his blood glucose, and they got a reading of 32 mg/dl. He did not know what the cgm reading was during that time. The paramedics gave him intravenous fluids and administered dextrose to him. Paramedics stayed at his house for around 30-60 mins until the patient was stabilized. After treatment, the bg was 127 mg/dl, patient could not recall cgm value. There was no documentation of further medical evaluation or intervention. The patient was tired but fine during the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. Performance data was reviewed, and the allegation was confirmed. The probable cause could not be determined via product. No additional patient or event information is available.